Manufacturer narrative:
The thermogard console in complaint has not been received for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During routine inspection, it was observed that the thermogard console (sn (B)(4) displays a coolant low message although inspection of the console's coolant level observed that it is full. No patient involvement.

Manufacturer narrative:
The reported event was confirmed through functional testing and event log review of the thermogard console (sn (B)(4) ) performed at the customer site. Evaluation of the console found damage on the coolant block. Review of the event log revealed the occurrence of mid09 (air trap assembly) error message. The damaged coolant block caused the mid09 error message. This issue is what the customer likely experienced. As part of routine service during testing, the console was examined. The thermogard console is a reusable device and was manufactured on (B)(4) 2010. It has exceeded its expected serviceable life of five years and is almost 8 years old. It has no record of regular preventive maintenance. After replacement of the coolant block, the console was serviced and further tested. It functioned as intended without any errors or issue, the console passed all final testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).